Manufacturer narrative:
Reporting address state: (B)(6). Reporting address city: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone#: +(B)(6).

Event description:
It was reported to philips by a customer that the when the unit switched on it shows an alarm called ¿alarm led failed. It is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported.

Manufacturer narrative:
Upon further investigation, the following has been reported that this issue was discovered during the testing of the unit. Therefore, this complaint no longer meets reportability requirements.